Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06707. It was reported that catheter removal difficulty occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was first deployed in the proximal area, then a 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was also advanced to treat the lesion. However, as the second stent was attempted to cross the previously placed stent, the second stent got hooked and both stents came out together. The procedure was then completed by deploying 2.5x38, 3.0x38, and 3.5x16 synergy stents. The stents were then post dilated with a non-compliant balloon catheter from distal to proximal. No further patient complications were reported and the patient was discharged.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR. Device evaluated by MFR: synergy ii, us, mr, 2.5x38mm, stent delivery system (sds) was returned for analysis with a stent dislodged on the crimped stent section of the returned device. A visual examination of the returned crimped stent showed no damage to the most proximal struts of stent, proximal strut #05 was lifted and pulled distally on one side only. The distal end appeared to be crimped tightly; struts in the centre were stretched and pulled in a distal direction. The undamaged proximal crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. A second stent was dislodged over the crimped stent of the returned device; struts were badly damaged; bunched, stretched and pulled over the distal tip of the device. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the inner damaged, stretched and rippled 3mm distal of the bi component weld. This is consistent with a force being applied. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06707. It was reported that catheter removal difficulty occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was first deployed in the proximal area, then a 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was also advanced to treat the lesion. However, as the second stent was attempted to cross the previously placed stent, the second stent got hooked and both stents came out together. The procedure was then completed by deploying 2.5x38, 3.0x38, and 3.5x16 synergy stents. The stents were then post dilated with a non-compliant balloon catheter from distal to proximal. No further patient complications were reported and the patient was discharged.